Event description:
Pt had port cath inserted on 12/1/92 for delivery of chemo therapy drugs. Throughout the year the pt received "5fu" and lucovoran drugs via this catheter. On 11/8/93, the routine injection burned the pt and they were sent to the hosp for x-rays of the catheter. X-rays revealed the tip of the catheter had broken off of the main body of the catheter and was now lodged in the (r) ventricle. On 11/10/93 a surgical (snare) procedure was successful in retreval of the broken end.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, telemetry failure, unanticipated short term complication of procedure, port. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.